Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of weakness, lethargy, frequent urination, and dry mouth. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were loss of prime warnings with the pump. During troubleshooting it was determined that the cartridge cap was damaged and could not secure properly to the pump, causing the loss of prime warnings. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump due to damage to the cartridge cap.